Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported a capsule short study. Tech support advised customer to email the de-identified copy of the study to be reviewed for capsule replacement. The device is under warranty. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the accuview graph from the study was returned for evaluation. The total time of the study was 11:45 hours as opposed to the recommended study time of 48 or 96 hours. Significant gaps were observed throughout the study. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder failure ¿ due to a failure in the internal components inside the recorder; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the accuview graph from the study was returned for evaluation. The total time of the study was 46:37 hours as opposed to the recommended study time of 48 or 96 hours. Significant gaps were observed throughout the study. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported a bravo short study. Tech support advised customer to email the de-identified copy of the study to be reviewed for capsule replacement. The device is under warranty. There was no patient involved.